Event description:
It was reported that the locking cap at l4 left backed out of the screw head post-operatively. When setting the screw construct during the initial surgery, correction was not carried out. Extra load may have been concentrated when using the curved rod for the l4 compression.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned device found no obvious deformation to the center of the locking cap, which indicates the failure of full contact between the locking cap and the rod. Without fully engaging the locking cap to ensure it is completely reduced, it could cause the locking cap to back out. However, the exact cause of the reported issue cannot be determined. The following sections have been updated for this supplemental report: b4, e1, g6, h2, h6, h10